Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced after less than a year in service, due to an unspecified reason, with a same model product. This ra lead is not expected to be returned for analysis and no additional adverse patient effects were reported.